Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the initial implant procedure, high pacing lead impedance and no capture were observed. The lead was repositioned and high pacing lead impedance and intermittent pacing were observed. The physician elected to implant a different lead instead. The patient received no complications or adverse events.